Event description:
Customer informed us on august 29 that one of our products was involved in a case in which the treated patient sustained a laceration.

Manufacturer narrative:
Due to the deviations found in this case with regard to the condition and sliding properties of the extension arm of the skull clamp sent in, it cannot be excluded that jamming of the teeth of the arm may have led to subsequent slipping of the arms. These faults (wear of the teeth and uneven sliding) can be prevented by complying with the care instructions specified in the product IFU. Stiffness and premature wear of the extension arm teeth are typical consequences of insufficient lubrication of the relevant features as well as possible external force(s). In this context, we refer in particular to the instructions in the product's IFU regarding proper handling and care (lubrication & reprocessing) of the skull clamp. Furthermore, the proper engagement of the arm teeth shall be verified by checking the quick-release button on the underside of the fixed arm as described in the IFU in order to rule out any tooth-on-tooth positions and subsequent slipping of the arms. The deviation in the starburst teeth on the skull clamp that was sent in does not allow any conclusions to be derived about the incident described. The maintenance interval for this product has not been observed (exceeded by 2 years). Non-compliance with the maintenance interval specified in the IFU may result in potential deviations remaining undetected and uncorrected. As part of the complaint communication process, the customer is advised of the requirement for proper care of the product and the significance of complying with the specified maintenance interval. From our experience, the pinning technique can contribute to a loss of clamping force and/or slippages. In this context, we refer to the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."